Manufacturer narrative:
There will be no report send as follow-up report 1 for this medwatch number. A follow-up report 1 was drafted and sent but then was forced failed as there was additional information that needed to be reported. As the report had already had initiated it will not allow another report to be sent as follow-up report 1 for this medwatch number.

Manufacturer narrative:
Analysis of programming history.

Event description:
Additional information was received that the generator and lead were discarded and will not be returned to the manufacturer for evaluation.

Event description:
Additional information was received that was able to determine the patient¿s identity. The patient had their generator and lead replaced. The generator and lead were discarded and will not be returned to the manufacturer for evaluation.

Event description:
During review of programming history a generator was found which had high impedance. The identity of the patient is currently unknown. Good faith attempts for additional information has been unsuccessful to date.